Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having surgery to remove swollen lymph node, sinus issue, spot on lungs, nasal irritation, sore throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in section b1 as product problem only. Section b1 should be adverse event and product problem both. It has been updated in this report to reflect this information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient went in for an MRI on his back and neck which showed swollen lymph nodes and having surgery to remove swollen lymph node, needle biopsy was done, sinus issue, scarring on lungs, nasal irritation, sore throat. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed slight dust/dirt contamination throughout device enclosure, and airpath, suggesting a source external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath.